Event description:
Trainer called for customer to report a pod, she did not feel was delivering insulin and as a result the customer was admitted to the ER. At 6:27am, the customer's blood glucose (bg) was 500 mg/dl. At that time the appropriate correction bolus was delivered. By 9:16am the bg was reading high and again a correction bolus was delivered. By 1:00pm, customer had contacted trainer asking for assistance while on her way to the ER. Once the trainer had talked with customer, she contacted customer support. Trainer stated that the cannula did not look compromised in any way. Customer was placed on an insulin drip while they get bg under control. No further information is available.

Manufacturer narrative:
The device involved has not been returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.